Manufacturer narrative:
Correction: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg model number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12086. The patient reported, he has been experiencing heating at the ipg site for the past 18 months. The patient also reports, he must change program to prevent the ipg site from getting too hot. The heating sensation occurs even when the system is turned off. It was also reported, the site gets hotter when the stimulation is not running.